Event description:
A customer contacted baxter's technical service center to request info regarding an overfill in fill 1 of 6 with the homechoice (hc) machine. The home pt (hp) reported experiencing abdominal distension and discomfort. The nurse states they did a manual exchange of 2000 ml on the patient this afternoon, and normally they manually drain it out prior to putting the pt on the machine. Tonight, the nurse did not do a manual drain and put the hp directly on the machine. The initial drain alarm was set to 0 ml and was not changed to reflect the hp getting on the machine with a volume inside. The hp drained 5 ml in the initial drain and the machine moved to fill 1 of 6. The machine filled the hp with 817 ml and the hp felt full. The technical service rep (tsr) assisted the nurse with putting the hp into a manual drain and the hp drained 3976 ml. The nurse wants to resume therapy. The tsr put the hp back into fill 1. The fill volume was 16 ml and increasing. It was noted that the hp was using a 2.5% dextrose solution for the previous last fill. There was no patient injury or medical intervention indicated at the time of the initial report. The initial caller could not be located at the numbers provided. No additional info is available.

Manufacturer narrative:
The nurse did not wish to return the homechoice machine.